Event description:
After using the electrode for no longer than one minute, the electrode broke. This happened twice. For the third try the same type of electrode was used from a different box and different lot number and worked. The manufacturer response for hf resection electrode, loop, olympus/gyrus acmi is: return it for evaluation.